Event description:
It was reported that there appeared to be a clog in the line, (lot# juhn2149 - doe (B)(6) 2023) (lot# unk - doe unk) a discoloration at the tip of the catheter (lot# juhn2149 - doe (B)(6) 2023) (lot# unk - doe unk) not unlike a hardened substance was blocking the flow of fluid. This had been occurring on and off the last two months, possibly with other unknown additional lot numbers. Multiple unknown date of events but also on (B)(6) 2023. As per follow up information received via phone on (B)(6) 2023, customer stated that they only had one catheter sample available and they were not sure if it was from one of the reported lot numbers as they took it out of the trash after submitting the complaint. Per customer, after inserting the catheter, the tip turned green.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual inspection noted one (1) magic3 isc in opened packaging with three (3) eyelets present. The isc has particulates at the tip of catheter that could be causing blockage. Therefore, product does not meet specifications. A potential root cause could be blocked eyelets, physiological obstruction. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. Correction- d, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there appeared to be a clog in the line, (lot# juhn2149 - doe (B)(6) 2023) (lot# unk - doe unk) a discoloration at the tip of the catheter (lot# juhn2149 - doe (B)(6)2023) (lot# unk - doe unk) not unlike a hardened substance was blocking the flow of fluid. This had been occurring on and off the last two months, possibly with other unknown additional lot numbers. Multiple unknown date of events but also on (B)(6)2023. Per follow up information received via phone on 21jul2023, customer stated that they only had one catheter sample available and they were not sure if it was from one of the reported lot numbers as they took it out of the trash after submitting the complaint. Per customer, after inserting the catheter, the tip turned green.